Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the product does not cut the skin properly and stop. Attempts have been made and no further information has been provided. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
The customer reported that the product does not cut the skin properly and stops. The event occurred during surgery. There was medical intervention/additional surgical procedure required to harvest an additional skin graft. There was harm/injury to the patient because there was a bad harvest and had to take another sample. There was a surgical delay of 0-15 min, and the patient was under anesthesia. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to 18 march 2019, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the repair. On 18 march 2019, it was reported from clinique (B)(6) that a product does not cut the skin properly and stops. The customer returned a zimmer electric dermatome serial number (B)(6) for evaluation. Evaluation of the device on 8 april 2019 noted that the dermatome was out of calibration at the zero setting and that the control bar was not in the correct position. Upon further evaluation, it was found that the motor did not run and there was a worn needle bearing. Repair of the dermatome occurred on 21 may 2019 and involved replacing the motor and multiple bearings as well as repositioning the control bar and recalibrating the device. The technician then tested the device and verified that the dermatome was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does find that the motor was defective and did not run, which would prevent the device from oscillating the blade during use in order to cut a graft as intended, it cannot be determined from the information provided as to what caused the motor to malfunction. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.